Manufacturer narrative:
It was reported that the shoulder pack¿s clip, or snap hook, was damaged. The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed. Failure analysis of the device revealed that the unit failed visual examination and functional testing due to the harness snap swivel pin of the shoulder pack bing damaged. The most likely root cause of the reported event can be attributed to, but not limited to the deterioration and/or due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the metal clasp on the patient's shoulder pack broke causing the ventricular assist device (vad) to drop. The patient did not report pain at the driveline exit site, however, the drop pulled the foley anchor off. The site requested that the family perform daily dressing changes and to watch for signs of infection. No damage was observed to patient's equipment. The shoulder pack was replaced with no reported patient consequence. No further information has been provided.